Event description:
It was reported that during the unk operation, when stitching the third cassette code on the stomach tissue, most of the staples did not close and fell out of the tissue; it was necessary to clip and sutured the staple suture of the stomach. The patient was not injured.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please clarify if there were any patient consequences? Theduration of the operation was increased by 10 minutes. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No changes in care were required. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. Investigation summary: this is an analysis of one photo and one video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box with labeling of a product code gst60b with the lot number 703a83, the expiration date is 2025-02-28 the video shows tissue with a staple line and some malformed staples, some bleeding over the staple line, at mark 00:05 a clip was placed over this area with a surgical instrument. Based on the photo and video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.